Event description:
The implanted medtronic - viva s crt defibrillator began beeping an european ambulance tone. This has continued approximately every 4 hours. There have been 2 attempts to turn this alert off. Remotely and in the physician's office on (B)(6) 2024.